Event description:
Olympus was informed that during reprocessing by staff of a bronchofiberscope, it was reported that insufficient reprocessing occurred, as the scope was processed without the ethylene oxide gas valve cap in place. No patient infections or injuries reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint that the scope was processed without the ethylene oxide gas valve cap in place was not confirmed. Based on the results of the investigation and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. We considered that the user¿s understanding of device handling and reprocessing steps was different from the recommendation by olympus. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states preventive measures in bf-p60 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures.¿ olympus will continue to monitor the field performance for this device.